Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for an endoscopic submucosal dissection (esd) during a colonoscopic colonic mucosal dissection procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue, but it was unable to release from the catheter. There was some resistance felt when the handle spool reached the end. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name): (B)(6). Block e1: (initial reporter address 1): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for an endoscopic submucosal dissection (esd) during a colonoscopic colonic mucosal dissection procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue, but it was unable to release from the catheter. There was some resistance felt when the handle spool reached the end. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is the first affiliated (B)(6). Block e1: (initial reporter address 1) the reported health care facility's address 1 is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned in an open state. In addition, the outer sheath was not returned. Microscopic inspection was performed and there was evidence of full deployment. No other problems with the device were noted. The reported events of clip unable to release from catheter and handle difficult to actuate were not confirmed. Upon analysis, the returned clip assembly was in an open state, deployed from the catheter, with both arms bent and with evidence of proper deployment. Most likely what caused the clip detachment was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. Also, backing up the hypothesis of the load applied to the clip is the damage found on the clip arms. Therefore, the most probable root cause of this complaint is adverse event related to procedure.